Event description:
A home patient (hp) contacted global technical services regarding an overprime on the homechoice (hc) unit during set up. The hp stated the hc was priming too much and fluid was leaking out of the top of the patient line. The hp requested a swap of the hc. No additional information is available at this time.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of an overprime. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.